Manufacturer narrative:
The device was returned for bench repair and analysis was performed at the philips authorized service provider which included testing of the alleged device. The results of the analysis were that the device speaker did produce audible sound and the reported problem was not confirmed. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem remains unknown the issue was resolved by replacing the speaker assembly on precaution and device is confirmed to operate per specification and was returned to the customer. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the unit is experiencing a speaker malfunction and no sound was coming from the device. The device was in clinical use. There was no report of patient or user harm.